Manufacturer narrative:
The insulin pump received button error alarm due to corroded keypad traces. Pump passed displacement test, prime/ compromised force sensor test and excessive no delivery test. There was no excessive no delivery alarm. The pump was received with scratched lcd window, cracked case display window corner, cracked reservoir tube lip, and cracked belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the pump had button error alarm and no delivery alarm. The blood glucose at the time of the incident was 260 mg/dl.the customer states the pump alarmed no delivery and was not able to reset the rewind to fill the reservoir. The customer changed the battery and received a button error. There was no troubleshooting done for the no delivery issue. The customer states the insulin pump was exposed to moisture. The device will be returned for analysis.